Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found.

Event description:
It was reported that within a few weeks of implant, the patient experienced infection and sepsis. The entire system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947m62 implantable tachy lead, (B)(6) 2013; 429678 implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.